Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks from t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted the patient had pain from the inappropriate therapy. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.